Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was inaccurate by a few minutes. Customer updated the time to address the issue. Customer's blood glucose was 164 mg/dl.